Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2018) is considered to be a best estimate. This MDR represents the 3dmax mesh (device 2). An additional supplemental emdr was submitted to represent the 3dmax mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2018- patient was diagnosed with bilaterally indirect inguinal hernia thereby underwent robotic-assisted laparoscopic repair with implant of 3dmax (device 1). Per op notes, ¿the hernia sac in the right inguinal region was identified and was dissected. Right inguinal hernia was quite large. Therefore, it was decided to perform left inguinal hernia repair in 6 weeks. A 3dmax (device 1) was placed in the periperitoneal region and sutured¿. (B)(6) 2018- patient was diagnosed with left indirect inguinal hernia thereby underwent robotic-assisted laparoscopic repair with implant of 3dmax (device 2). Per op notes, ¿the hernia sac in the left inguinal region was identified and dissected. A 3dmax (device 2) was placed in the left inguinal region and sutured¿. (B)(6) 2019- patient was diagnosed with pelvic and left groin pain, thereby underwent robotic assisted laparoscopic repair with explant of 3d max mesh (device 2). Per op notes, ¿scar tissue and adhesion were noticed and the left-sided mesh is accordioned at the medial aspect between the pubic bone and the bladder. 3dmax (device 2) was excised.¿